Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the strain relief and tubes of the longer exhaust tube and the inlet tube of the pump, and on the exhaust tube of cylinder #1. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the detached connector. The information received indicated leakage on the right later side, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported chart of 1 month evolution of serious fluid outflow from the right side of the penis. Physical examination revealed evidence of seroins fluid leakage on the right lateral side of the penis without signs of superinfection. MRI findings suggested filtration of the right cylinder in the proximal portion, adjacent to the passage of the hose or tube on that side. Also, scrotal collection and the base of the penis secondary to filtration.